Event description:
A malfunction alarm occurred with the pump during the loading process, which resulted in the need for a cartridge replacement. The customer did not report if their blood glucose level exceeded 500 mg/dl, so there was no additional information regarding its impact. The pump was still under warranty, so technical support arranged for a replacement. The customer understood how to place the pump into storage mode and agreed to return it using a pre-paid shipping label. Meanwhile, the customer planned to use multiple daily injections as a backup therapy to ensure continued insulin delivery.